Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a contact regarding a patient who was implanted with an implantable neurostimulator (ins). Information was reported that part or all of the patient system will be removed, but it's not known at this time if that was completed.